Manufacturer narrative:
Bur was not returned for eval. Both drills were returned, but tested and passed all internal spec. Drills showed lack of adequate cleaning. Prod insert recommends cleaning & lubrication after each use. Customer has purchased one can of lubricant (02/2007) since acquiring drills. Dirty drills can cause bearing friction which can result in overheating.

Event description:
Dr had been drilling with 450-0777 at 100% power for about 5 mins when dr realized pt had a burned lip. Only the bur was hot (455-3702). The drill was not hot. Dr placed bur in a second drill and bur still got hot while the drill did not. Pt had to have a stitch to repair the damage.